Event description:
It was reported that a user experienced a pairing failure when attempting to start an fsl3+ sensor with the ilet app, which was resolved by toggling settings and rescanning the sensor, after which the device entered the normal warm-up period; the issue aligns with an intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the components, consistent with an intermittent communication failure involving the antenna and related electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.